Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the surgeon monitor was intermittently working and the cable was damaged. Replacement of the monitor and the cable resolved the issue. No further issues were reported. Analysis of the returned monitor confirmed the reported issue as it displayed image intermittently upon testing. Analysis of the returned cable confirmed the reported physical damage as the inner sleeves on the fischer connector were bent inward causing difficulty when connecting with the mating part. Otherwise, the cable passed a continuity test with no opens or shorts detected.

Event description:
A medtronic representative reported that the cable connector for the navigation system's surgeon monitor was damaged. There was no patient present when this issue was identified.